Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The second of two reports from the same facility. An im3st was reported to have malfunctioned. The event was described as; the allen wrench spun through immediately and it was impossible to remove the guard. A hemostat was used in place of the allen wrench and the probes were eventually usable. The unit was in contact with the pt and the event caused a delay (length of delay not provided). The pt did not incur an injury.